Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: reboots found in black box. No damage found to battery cap or battery compartment. Battery cap was able to attach securely to pump. Pump powers on normal with no alarms. Pump was exercised for 24 hrs with no power issues or alarms occurring. Battery cap contact height and width within specification. Pump was opened and no damage was found to power circuit.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the pump emitted a replace battery alarm, the pump was rebooted with the same battery and the rewind load and prime were performed but then the pump reportedly turned off. The reporter stated that the battery was not replaced because the pump battery indicator showed full power earlier in the day. The reporter indicated that the pump was rebooted three times and finally the pump powered on normally and was fine afterwards. The reporter confirmed that there was no known damage to the pump or battery cap. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.